Manufacturer narrative:
The lot was manufactured between march 20, 2019 and march 21, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing observed a spike port cap leak from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during mixing and prior to patient use. There was no patient involvement. No additional information is available.